Event description:
Received report of a split enema pipe. It was reported that a consumer was using an enema pipe in the consumer's nostril for flushing purposes. The pipe split and an unspecified amount of bleeding occurred. The consumer realizes the they were not using the product as it was intended. However, the consumer said the procedure works best for them and the consumer will continue to use the enema pipe in this manner.